Manufacturer narrative:
Insulin pump received with numbers counting up then black display, due to loose and cold solder joints on mother board. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 220 mg/dl. The customer stated that the insulin pump had frozen at the fill cannula screen. She reported that it then started to beep and vibrate with a lit-up screen. She noted that she changed the battery, and the screen went black before going blank. Troubleshooting did not resolve the issue and the display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.